Event description:
The patient had two different devices that malfunctioned two times each, which led to four additional surgeries. She experienced physical and mental pain. The devices were left in place. Additional information has been requested.

Event description:
Additional information received reported that the patient only had one neurostimulator. All further information related to the event(s) reported in this initial report (3007566237-2012-01228) will be reported in MFR. Rep. # 3007566237-2012-01229.

Manufacturer narrative:
(B)(4).